Event description:
Info received indicates the head section cannot be raised or lowered.

Manufacturer narrative:
The technician isolated the issue to two broken gas springs. He replaced both gas springs to repair the stretcher.